Event description:
On (B)(6) 2019, the lay user/ patient contacted lifescan (lfs) USA alleging that his onetouch ultra2 meter would not turn on. The complaint was classified based on customer service representative (csr) documentation. The patient reported that the alleged product issue first started at an unspecified time ¿6-7 days ago¿ when the subject meter would not turn on. The patient manages his diabetes with oral medication (¿januvia one a day and glipizide 2 a day¿) and reported that in response to the alleged product issue, despite not being able to perform a blood glucose test, he took his usual dose of medication. The patient reported that at an unspecified time after the start of the alleged product, on the same day, he began to develop the symptoms of ¿nervousness and trembling¿. He denied receiving any treatment beyond his usual routine of diabetes management and care in response to these alleged symptoms. During troubleshooting, the csr verified that there was no product misuse associated with this complaint, the correct test strips were being used and this was not the first time the patient had used the subject meter. The csr also verified that neither inserting a test strip nor pressing the power button cause the subject meter to power on and the alleged issue could not be resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after not being able to perform a blood glucose test due to the subject meter not turning on.